Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient died 7 days after implant. The physician had no official cause of death and no further information has been made available. No specific complaints or allegations have been made against the device.